Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The insert was returned for investigation. On all surfaces of the insert, it is possible to see metal transfers; on one side in particular, these metal transfer appears to be more intense and extended. As the insert is damaged, no meaningful measurements can be performed to assess the dimensional correctness of the item. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical records were not provided. Review of the device manufacturing records for the returned product confirmed that at the moment of production all the specifications were satisfied and the item was conforming; therefore, it is not expected that the manufacturing process contributed to the reported issue. The heterogeneous distribution of the metal transfer patterns on the liner points to a possible misalignment before impaction that hinder a correct assembly of the liner in the shell. However, no definitive conclusion can be made on this. As the shell involved in the event was not returned, a product evaluation on this item could not be performed; moreover, it is not possible to test the assembly of the two parts. Based on the available information, a definitive root cause for the reported event could not be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). D10 - associated product: unknown cup; item# unknown; lot# unknown. G2 - foreign: china. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a procedure, the liner could not assemble properly with the mating cup. This event is related to a malfunction that could potentially lead to a serious injury. However, no patient harm or further outcome was reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.